Event description:
It was reported that the balloon leaked when preparing the catheter. No adverse patient events reported.

Manufacturer narrative:
Evaluation results: 3/7/2011: visually there is blood on the device shaft. This is commonly seen when a device is used for a patient. Colored water was introduced into the balloon lumen and there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there is a subtle kink in the bellows and a sharp kink just past the proximal strain relief, however, these kinks do not affect the way the device functions. There are no other defects detected. A review of the device batch record was performed for lot number 763125 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. It cannot be determined how or where the device became kinked. A corrective action was generated to determine root cause of the distal balloon bond delamination and is applicable to this event. Trends will continue to be monitored on an ongoing basis.